Event description:
It was reported the quantum 2 system is defaulting to an improper setting of 7 when connected to an arthrowand. The physician was able to adjust the setting, lowering it to the correct default setting of 4 prior to introducing the wand into the pt portal. This incident reportedly occurred during two different procedures; both of which involved this quantum 2 system. When the wands were connected to a different quantum 2 system, the correct default settings appeared on the display. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's identifying info was not provided. Attempts to obtain additional info from the distributor were unsuccessful.